Event description:
Carpal tunnel release with indiana tome performed in 1999. Due to continuing discomfort, exploratory surgery was performed 2 months later, finding and repairing a laceration of median nerve.